Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged false negative troponin (tni) results. Results as follows: triage: tni: <0.1, ckmb: 1.4; lab: 0.45, ckmb: 1.3. The following cut-offs's were used: triage: 0.1 (positive) lab: >0.4 (positive). No patient information was provided. Alere account executive determined on (B)(6) 2014 that the customer was not using their established cut-off's correctly.